Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor would not respond to the start button when it was pressed. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A replacement power cord was sent to the patient. No patient complications have been reported as a result of this event.